Manufacturer narrative:
(B)(4). Event date unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a hole was discovered in the tyvek packaging, near the printed lot number. There was no patient involvement.

Manufacturer narrative:
(B)(4). Batch # r93j0t. The analysis results found that er320 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.